Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 23 2007.

Event description:
Baxter product surveillance received notification of an incident from the international affiliate in 2007. Int'l affiliate reported leakage from a silicone tubing after 60 days of use. The product was new and the sample is not available. No patient injury or medical intervention was associated with this incident per the international affiliate.